Event description:
Patient went for pfo closure (B)(6) 2006. Procedure began at 0848. Cardioseal device delivered at 924, checked by echo at 0926, at 0932 device became dislodged and went into left ventricle. At 0936 device was snared, 0941 device secured with snare, 1004 went to operating room. Dr (B)(6) conferred with his proctor, dr (B)(6) after case. Device was made by cardioseal and approved for closure of pfo's. Cardioseal representative present at time of surgery/procedure. Dr (B)(6) wants device to go to manufacturer (nmt medical) to see if it is defective. Patient to surgery for open heart to retrieve device.